Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the patient had a nephrostomy tube placed and the catheter disconnected from the hub 2 days later. The device was replaced and there was no reported harm to the patient.